Event description:
The customer contact reported the patient received less medication than intended. The customer contact reported the device was programmed for delivery of an unspecified concentration of kabicen with decan and cernevit, with a vtbi (volume to be infused) of 1580ml, for a duration of 16 hours and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device indicated a volume infused of 1350ml instead of the expected 1580ml. No specific event details were reported. The device was removed from clinical use. It was unspecified if therapy was resumed with a replacement device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical sue. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2013 at 1412, the device was programmed for tpn with taper up and down, a tpn volume of 150ml, taper up 30min, taper down 30min, for a duration of 17hrs, kvo (keep vein open) rate 2ml/hr, a 1580ml container size, air sensitivity 2ml. Between 1413 and 1419, the delivery was started, taper up began, the delivery was stopped and the device was powered off and on. Between 1421 and 1425, a new container is indicated, taper up began and the device was powered off and on. Between 1426 and 1525, a new container is indicated, the delivery was stopped, the device was powered off. Between 1718 and 1753, the device was powered on a new container is indicated, the delivery was started and taper up occurred. At (B)(6) 2013 a new date occurred. At 0955 taper up began. Between 1012 and 1055 an empty container alarm occurred 3 times, the delivery was stopped and the device was powered off. The device continued in use until (B)(6) 2013 at (B)(6) when the device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.